Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic probe was not entering trocar cannula during surgery. Details of procedure and patient harm was not reported. Additional details has been requested and none received till date. Additional information received indicated that the event happened during retinal detachment. The surgery was completed with alternative product. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. On march 14, 2024 the customer reported that their laser probe was not entering the trocar cannula. As of may 30, 2024, no sample has been received for testing; therefore, the customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Receipt of complaint sample or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).